Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No programming changes were performed. The patient was in stable condition.